Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter tip was noted broken/fractured and the marker band was not returned. The catheter shaft and the peel away introducer sheath was damaged. Functional testing was not required as the visual inspection confined the reported defects. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there wasn't any damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. The damage noted to the device would be indicative of the as reported defect. It was seen that the catheter tip was broken, and the catheter shaft was damaged, the physician may have perceived the tip as being damaged rather than broken. The peel away introducer sheath was also seen to be sealed to the packaging, this may have occurred in the pouching process in manufacturing. Manufacturing personnel confirmed the as reported device or component could not be removed from packaging. The catheter most likely was damaged during the procedure due to some procedure/anatomical factors encountered during use leading to the reported and analyzed defects. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to the as reported issues catheter does not track over guidewire, catheter tip damage as well as the as analyzed issues catheter tip broken/fractured inside patient, ro marker(s) detached and catheter shaft damaged, as this complaints appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as reported and as analyzed issue device or component could not be removed from packaging will be assigned manufacturing.

Event description:
Analysis of the returned device found that the subject catheter tip was noted broken/fractured and the ro marker was noted to be detached. There were no clinical consequences to the patient reported as a result of this event.